Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x16mm promus element¿ stent, it was noted that the stent struts were lifted up. The device was replaced and the procedure was completed with another 3.00x16mm promus element¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: f/g,promus element,mr,ous 3.00x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The entire stent was checked for damage and that the photo attached is one image of the device that represents the observation of no damage. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x16mm promus element¿ stent, it was noted that the stent struts were lifted up. The device was replaced and the procedure was completed with another 3.00x16mm promus element¿ stent. No patient complications were reported and the patient's status was stable.